Manufacturer narrative:
The device was received for evaluation. The returned device was labeled for single use. Visual inspection revealed that the tubing was not fully inserted into the spike. Functional testing was performed on the unit and the sample primed and flowed normally. The reported condition was found to be a cosmetic defect only. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that unspecified damage was observed on a y-type blood/solution set. This was identified before use. There was no patient involvement. No additional information is available.